Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: vamc3632c150tj; s/n:(B)(4); use by date: 2018-11-17; upn # (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 38mm thoracic aortic aneurysm and chronic type b dissection (200mm in length). During the index procedure one of the valiant stent grafts(vamc3632c150tj) was implanted most proximally in a bowed shape. The dissection entry was observed to be closed and blood flow was maintained. It was reported during follow up CT an unknown endoleak was suspected. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary; the cause of the events could not be determined from the single returned post-implant film. The pre-implant anatomy is unknown, and images during implant including additional CT¿s at the time of the events were not available for review. Review of a single still CT-3d reconstruction image from an unknown study date revealed that multiple stent grafts had been implanted in the patient¿s aorta; the thoracic was dissected along the majority of the length. No scale was seen on the films; therefore, no stent graft or vessel measurements could be performed. A valiant stent graft (possibly a proximal closed web) was seen implanted as the proximal device, and was positioned just past the lsa and extended across the arch into the descending thoracic. One or more other manufacture¿s stent graft(s) were seen extending distally to just below the level of the renal arteries; the visceral vessels appeared patent. Approximately 10mm caudal to the lsa the thoracic arch and stent graft were acutely angulated ~90 deg, and ~4cm from the lsa contrast was seen outside the medial side of the stent graft. However, it is unclear if this was from an endoleak or false lumen perfusion from the dissection. The cause of the valiant implanting in a bowed shape, and the possible type ia endoleak, may have been anatomy related due to the acutely angulated arch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received for this case; CT angiography showed that the proximal two stents were folded and bent, causing insufficient proximal sealing. Therefore, blood flow into the false lumen was not stopped. Initially, a junction type iiia endoleak was suspected, for which a non-medtronic stent graft was additionally implanted inside the previously implanted valiant stent grafts. This did not resolve the event, which was now considered to be a type ia endoleak. In order to facilitate thrombus formation in the false lumen, another non-medtronic stent graft was implanted distally to the abdominal area, but the event still was not resolved. If information is provided in the future, a supplemental report will be issued.